Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. There were two, 95% stenosed, eccentric, restenosed, target lesions with significant bends between 45 and 90 degrees in the moderately calcified left circumflex artery (lcx). The 2.5mm x 48mm lesion was located in the distal lcx. Following predilitation, a 2.50 x 48 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The lesion was treated with another of same device. The 2.75 x 38mm lesion was located in the mid to distal lcx. A 2.75 x 38 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent itself was deformed. The lesion was treated with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.